Event description:
It was reported that a small volume intermate had a particle inside the reservoir. The particle was observed after the device was filled with a non-baxter drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The intermate was been received for evaluation. During the visual inspection a tiny black particle approximately 0.10 square mm in size was observed to be floating freely in the fluid inside of the reservoir. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the sample was visually inspected and evaluated through stereomicroscopic examination. It was determined that the particulate matter was a fragment of the stopper material. The root cause was determined to be due to the user not using a filter during filling; per direction insert directions for filling and priming section it is recommended to use a filter during filling. Should additional relevant information become available, a supplemental report will be submitted.